Event description:
Baxter (B)(4) received a report that an infusor, using a patient control module, leaked during filling. It is unknown from where the leak originated. The device was being filled with a 96 ml solution of ropivacaine hydrochloride hydrate. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Upon receipt, visual examination of the patient control module (pcm) showed no evidence of physical abnormality that could have caused the reported problem. A functional leak test was subsequently performed by filling the pcm with green water. During and after fill, no evidence of leak was noted. When the pcm was functionally tested via a constant air pressure source, a leakage was not observed at 25 psi. Therefore, the reported problem was not confirmed. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.